Event description:
It was reported that during da vinci-assisted surgical procedure, the prograsp forceps instrument was defective. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 22-jan-2026: the instrument wire was broken. It had no consequence for the surgery. Reporter does not know if another instrument was used.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.